Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 12.6 ng/l and it repeated as 15.8 ng/l. The second sample initially resulted in a troponin t value of 17.4 ng/l on (B)(6) 2025 and it repeated as 11.5 ng/l on (B)(6) 2025. The third sample initially resulted in a troponin t value of 1499 ng/l on (B)(6) 2025 and it repeated as 1924 ng/l on (B)(6) 2025. The fourth sample initially resulted in a troponin t value of 17.1 ng/l on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in values of 14.7 ng/l and 12.7 ng/l. The fifth sample initially resulted in a troponin t value of 27.9 ng/l on (B)(6) 2025 and it repeated as 35.2 ng/l on (B)(6) 2025. The sixth sample resulted troponin t values of 9.47 ng/l and 15.8 ng/l on (B)(6) 2025. The seventh sample resulted troponin t values of 12.8 ng/l and 23.3 ng/l on (B)(6) 2025. The eighth sample resulted troponin t values of 7.83 ng/l and 14.4 ng/l on (B)(6) 2025. The ninth sample resulted troponin t values of 13.4 ng/l and 18.1 ng/l on (B)(6) 2025.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer issue can be ruled out. (B)(6) sample related alarms were observed on the alarm trace between (B)(6) 2025. It was determined that the gear pump head, measuring cells, and syringe seals were overdue for replacement. Contamination was observed on the instrument surfaces. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is most consistent with suboptimal pre-analytic sample handling.